Event description:
The patient contacted animas on (B)(6) 2012 alleging that they received a letter from animas regarding the keypad issue. Patient reported that their up and ok buttons are hard to push and has to press the buttons several times for the button to respond. Patient has noticed the issue since (B)(6) 2011. Patient denies any trauma or moisture to the pump at this time. Patient denied any symptoms due to the alleged issue with the buttons. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): there was no damage observed to the keypad. The keypad buttons were found to be responding normally to user presses. The keypad was removed and there was no evidence of any button contact defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.